Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set tubing detached from hub event, first on 16-may-2024 and second on 29-may-2024. Both the sets were in use for one day. The blood glucose level at the time of events were 290 to 300 mg/dl and the patient resolved both events by changing infusion set and resumed insulin successfully. No further information available.